Event description:
Adverse event(s): "no patient harm/injury" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message); "bss leaked into fluidics module" (fluid leak). The surgeon reported a system message displayed during surgery. The system message displayed four times and could not be cleared. The surgeon completed the case manually by removing the soft pieces with a syringe and simcoe. The surgeon also reported bss leaked into the fluidics module. No patient injury was reported.

Manufacturer narrative:
The cassette has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).